Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional information updated capsular contracture baker grade unknown to baker grade ii, which is no longer a serious adverse event.

Event description:
Healthcare professional reports right side rupture and capsular contracture baker grade ii. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, and rupture. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reports rupture and capsular contracture of an unspecified side and baker grade. The device has been explanted.